Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 110) was confirmed. As received, the monitor failed incoming testing. Upon evaluation, the case was cracked and there was liquid contamination inside the monitor. The cause of the service code 110 and incoming test failure is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. The monitor was removed from service. No adverse event resulted from the damaged monitor.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient's monitor was producing service code 110.